Manufacturer narrative:
Title: health related quality of life t-14 outcomes for pediatric bizact tonsillectomy source: medicina 2021, 57, 480 pp.1-8. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between july 2016 and october 2019, a study evaluated pediatric patients (age 1-16) who underwent tonsillectomy using bizact. There were 146 patients and complications included: post-tonsillectomy hemorrhage and infection. Three patients required reoperation for bleeding and hospital admission was required for infection.